Event description:
It was reported there were telemetry issues. The patient had originally been implanted with one spinal cord stimulator device used for two leads. When the spinal cord stimulator was depleted, two interstims were placed on the same side of the body next to each other. Patient had been experiencing issues with patient programmer and telemetry between the correct devices. The device had four programs and when the patient went to sync the device again it only had one. The programmer wasn't detecting the bonded device. It was later reported the patient had 4 different modes in each device, however the left one "cancelled" out. The right device had 4 modes to adjust and the left device had 1. The patient had attempted to adjust the strength/settings and changed the right side. The patient adjusted the left side and the remote came up with four modes instead of the one and all four modes were the same as the right remote. The right side was checked again and it showed the one mode that was on the left. The patient had been able to adjust the two devices enough to take away their discomfort. A few days later the programs were back to the same sides they had been set at and the patient had been able to adjust. Right side had four programs and left side had one program. A couple of days later, both remotes showed all four programs. The patient had to check the devices and readjust because all of a sudden the patient had strong pulses that "curled their toes." The patient had been able to switch both devices to different programs. All four choices were the same on both remotes. Later that same evening the patient attempted to readjust again because it felt as if they were not working. Both had returned to their original programs, right side with four and left side with one program. Both devices were turned off and the patient started from "scratch" and was able to readjust the settings as desired. A couple weeks later the patient attempted to readjust and the programs were fine when they turned them on. When the patient went to set the right side, it would not let them, patient attempted to turn the device off and back on. Then it showed the same program as the device on the left. Neither device was able to be adjusted at the time. It was noted the patient was use to "quite a bit of bladder pain, so it had not gotten to the point of too much." Follow up reported the patient was able to turn their devices off and reset them. The patient's devices were working but the patient wanted to meet for a reprogramming session. The appointment was being scheduled. Additional information has been requested, but was not available as of the date of this report. Reference regulatory report # 3004209178-2011-09837 for report on spinal cord stimulator event.

Manufacturer narrative:
Product ID 3093-28, lot # j0511622v, implanted: (B)(6) 2005, product type lead; product ID 3093-28, lot # j0511622v, implanted: (B)(6) 2005, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).